Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap hernia repair.according to the reporter: product would not inflate after it was inserted into patient. There was no tissue damage or patient injury. There was no bleeding over 250cc. The case was not delayed over 30 min. A new device was opened to complete the case.